Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced the tip of a 1.1 mm threaded guide wire from a headless compression screw set breaking off during an osteochondritis dissecans lesion procedure. It was estimated that about a thread size (approximately 3 mm) broke off. The piece remained in the patient. The surgeon left tip in the patient, as it was determined that it was in a location where it would not pose a threat to patient. No x-rays were taken. No additional medical intervention required. There was no time delay. The surgeon was able to use another device and the procedure was completed without further issues. Device was discarded. This complaint involves one device.